Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes d9: returned to manufacturer on: 26-sep-2023 h.6. Investigation summary: material #: 367364 lot/batch #: 2115044 bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure modes for preactivation and partial retraction with the incident lot were observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each having their safety feature activated, and the issues of preactivation and partial retraction were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes preactivation and partial retraction. Bd was not able to identify a root cause for the indicated failure modes.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set did not fully retracted, and found half of the needle was still out. The following information was provided by the initial reporter. The customer stated: the customer reported that only about half of the needle was out. When the cap was removed, one product was found with only half of the needle sticking out.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility name: (B)(6) medical centre.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set did not fully retracted, and found half of the needle was still out. The following information was provided by the initial reporter. The customer stated: the customer reported that only about half of the needle was out. When the cap was removed, one product was found with only half of the needle sticking out.